Event description:
It was initially reported that the hosp had the unit repaired at a third party non zimmer repair center. The unit had plastic shavings coming out of the hole. Additional clinical f/u with the hosp indicated that when the device was tested, during set up, with a dermatome blade inserted, the room staff reported ¿oil was dripping from it and there were gray plastic shavings coming out of the hole,¿ [i.e. Reciprocating arm orifice.] The operating room staff collected the shavings and gave them to biomed with the device. Biomed placed the shavings in a sealed bag and returned the bagged sample with the dermatome to zimmer surgical. The dermatome was replaced with an alternate available device to complete the planned procedure without delay of scheduled procedure start time.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 6 yrs old and has been in 2 times for repairs. The last repair was on (B)(4) 2006, for a non related issue. The inspection found that the unit did not operate correctly. It had no spring action and no plastic shavings were found. The investigation was unable to determine the cause of the reported complaint, and the device is overdue for preventative maintenance. Clinical f/u indicated this device had been repaired by a non zimmer service in (B)(4) 2011. Upon return of the device to the customer the device was tested in room set up and plastic shavings and oil emerged from the device. The device was then returned to zimmer for service. No shavings were found, during the zimmer repair process, however standard parts were replaced. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(4) 2006. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.